Manufacturer narrative:
No button response due to flattened b, esc and act buttons dome switch. Inspected component on lcd connector and no unlocked connector noted. Pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that the act button on the insulin pump is not responsive. Customer was released from the hospital, she had an infection and a toe removed. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.